Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that at the end of therapy, the reporter indicated that the customer noticed discrepancies between the programmed administration volume and the actual dosed amount with a smiths medical cadd administration set. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
H3: one cadd administration set was received for investigation. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination; no damages nor workmanship defects were detected. The sample was set for accuracy testing using a pump solis vip and a balance mettler toledo to look for unusual function; no discrepancies were detected, test successfully passed. Relevant documents were reviewed and considered adequate and correct for testing and inspection activities. The cause of the issue could not be determined since there was no fault found with the returned sample.